Event description:
Voluntary medwatch received states it was reported that the left ventricular (lv) lead was programmed to 0.1 v at 0.1 ms due to dislodgement anomaly. Technical services discussed that the pacing was still almost 100% in lv pacing due to the pacing chamber was programmed to biv. The lv lead remains in service. There were no patient consequences.